Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 16 charging cycles was documented. The memory content of the device was inspected, revealing no anomalies. There was no indication of a device malfunction while the device was implanted and in service. Furthermore the inspection revealed that the eos status was triggered by the device more than 6 months after it was explanted, resulting from an automatic capacitor reformation most likely in a cold temperature environment. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The programmed parameters were inspected. It was noted, that the left ventricular anti-bradycardia pacing was temporarily programmed to 6.0 v for 1.5 ms. This represents a high current program, draining the battery. In summary, the ICD proved to be fully functional. The ICD was implanted for 26 months; 16 charging cycles were documented in the ICD's memory. Taking the high current program for the anti-bradycardia pacing into account, the battery condition was found to be anticipated. There was no indication of a material or manufacturing problem. The eos status was triggered more than 6 months after the explant of the device due to influences of a cold temperature environment.

Event description:
This device is at eri indication and was replaced with a competitor's device. Should add'l info become available this file will be updated.